Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05084, 2017865-2020-05125. It was reported that the patient experienced an infected pocket and presented in clinic. The physician did not conveyed or suggested that he believed this infection was caused by the implanted device and leads. The physician did suggested the infection was possibly caused by the long implant procedure. The implantable cardioverter-defibrillator system was explanted on (B)(6) 2020. The patient was stable.